Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and via a manufacture representative regarding their internal neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a por code displayed on the patient programmer screen when the patient tried to decrease stimulation. The patient reports that they do not believe they were exposed to any emi. Premature battery depletion was reported. The patient was not sure what amplitude they were using for symptom control. The battery had eos and was unable to interrogate for additional information.